Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to attempt reloading a new cartridge, but the alarm occurred again, leading to the decision to replace the pump under warranty. Meanwhile, the customer switched to an alternate form of insulin delivery using multiple daily injections (mdi). Technical support also instructed the customer on how to put the faulty pump into storage mode and return it using a pre-paid label.